Event description:
A low readings issue was reported with the adc device. A customer reported receiving a low sensor scan for 2 days, with a reading of 69 mg/dl. The customer further reported experiencing symptoms of trembling and freezing and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 400 mg/dl as compared to the sensor scan of 54 mg/dl however, the readings were not taken within 10 minutes of each other. The customer was administered insulin (type/dose unknown) and 2 bags of IV as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.